Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member reported that the patient experienced high blood glucose levels that were greater than 400 mg/dl. She stated that the issue occurred during a three week period. The family member said the patient did not test positive for ketones and she did not report symptoms of hyperglycemia. She noted that around the same time she noticed leakage of insulin at the plunger end of the cartridge. The family member described correct cartridge use and no issues with the pump or infusion sets were discovered during review of the pump with customer support.